Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported error code e315 issue could not be reproduced and the root cause of the issue could not be determined, as no further event information was reported or is available. The event may be prevented by following the instructions for use which state: ¿warning¿ ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis eus ultrasound bronchofibervideoscope displayed an e315 unsupported scope error message and there was no image. The issues occurred when preparing the scope for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and an ultrasound and video images were available. Evaluation did find the plug and cable units were corroded due to water leakage, the circuit board unit in the scope connector was dirty due to water leakage, the image guide bundle had significant breakages, the bending section cover adhesive was detached, and the play of the angulation lever was out of the standard value due to wear of the angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.